Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
String was out and it shredded- tampon [device breakage] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via phone that the tampon strings are shredded. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
String was out and it shredded- tampon [device breakage]. Case narrative: consumer reported via phone that the tampon strings are shredded. No injury reported.